Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause related to the trigger issue was determined to be due to improper handling, which is user error/misuse/abuse and the assignable root cause related to the motor issue was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by france that during service and evaluation, it was discovered that trigger / slider was blocked, jammed and was moving heavy on the compact air drive device. It was further determined that the motor was not functioning and was defective. It was further observed that the motor had lack of power. It was noted on the service order that the trigger was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.